Event description:
Neuronetics received a patient reported medwatch (mw5111850) on 09/07/2022. The patient alleges that she had suicidal ideation and severe pain during tms treatment as well as lingering headaches, jaw pain, and tinnitus after the treatments stopped.

Manufacturer narrative:
Neuronetics received a patient reported medwatch (mw5111850). The patient was contacted by telephone and provided additional information regarding her health, medications and tms provider. The patient had a successful course of tms treatment, by another provided, in the past. The suicidal ideation started after a couple weeks in treatment and stopped after the tms treatment stopped. The patient had a total of 21 treatment sessions administered. The patient acknowledged having suicidal ideation approximately one year prior to the recent course of tms treatment and tinnitus intermittently over the past 5 years. The provider could not corroborate the severe headaches and tinnitus symptoms claimed by the patient. The provider stated that the patient only complained of minor headaches and insisted on receiving the full 120% smt. The provider had wellbutrin and buspirone listed as concomitant medications which is conflicting information provided by the patient. Wellbutrin has known possible side effect of suicidality. Based on the information reviewed during the investigation it can not be concluded that the neurostar treatment caused or contributed to the patient's symptoms.